Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant medical products: saline mentor smooth round moderate profile 325cc, catalog number 3501650, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with a saline mentor smooth round moderate profile 325cc breast implant and experienced deflation on the right side postoperatively. As a result, the patient is scheduled for removal on (B)(6) 2020

Manufacturer narrative:
On 2/14/2020, the mentor failure analysis lab received the device for evaluation. On 2/19/2020, the replacement devices were identified as saline mentor smooth round moderate profile 375cc, catalog number: 3501660, serial number: (B)(6) (l) and serial number: (B)(6) (r). Device evaluation summary: the device was visually inspected and a tear was noted in the posterior aspect measuring approximately 1.9 cm. Leak testing revealed there was leakage from the valve. Microscopic examination of the edges of the rupture revealed parallel striations consistent with a rupture with a sharp object. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. By the other hand, the analysis was unable to determine the root cause for the leaking valve. Excessive manipulation may have caused the valve leak. The IFU states ¿not to manipulate (i.e., squeeze) the valve excessively, which may cause valve leakage¿. However, this cannot be conclusively determined. The second product received (lot number: 5578169) is a concomitant device, therefore no further analysis is required. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).